Manufacturer narrative:
Corrected data: b- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -5.0/+4.0/94 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced a refractive surprise and lens repositioning. On (B)(6) 2022 the lens was repositioned, but this did not resolve the issue. The lens remains implanted. The cause of the event is unknown. D4- model#: "vticmo 13.2" should be corrected to "vticm5_13.2". Claim#: (B)(4).

Manufacturer narrative:
B5: on (B)(6) 2023, refractive treatment (prk) was performed, and the problem was resolved. The lens remains implanted. Additional data provided: "patient is happy! Claim#: (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -5.0/4.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was repositioned due to refractive surprise. The repositioning did not resolved the problem. Cause of the event is unknown.